Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On routine follow up of tha, x-ray showed break distally of srom hip stem. No revision is planned.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. The initial reporting indicates the device was not explanted and remains in situ. A review of provided patient xrays confirms the reported material fracture in vivo. The stem appears to be fractured at the posterior leg of coronal slot. At the time of the x-ray, stem appears to be in varus with possible cortical impingement at the distal tip. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.